Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the device had a possible header problem for high right ventricular coil impedance. The device was not used and a new device was implanted. It was also reported that the left ventricular lead was fractured and had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.